Event description:
It was reported that a temperature alarm occurred. Reportedly, the pump was not exposed to extreme temperatures. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate pump for insulin therapy.